Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they did not provide the actual bg level. The cause of low bg was unknown. The customer reported that they received third party assistance from emergency medical technicians (emts) but did not provide how their bg was addressed. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.